Event description:
It was reported that the device's charge time was longer than 30 seconds. Prior cap maintenance attempts were unsuccessful. Patient reported that the device was warming up in the pocket. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed via review of device memory information. Visual analysis found one of the hv capacitors to be swollen, indicative of a capacitor anomaly. The hv capacitors were replaced and the device charged normally.